Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose level was 500 mg/dl. The customer delivered a correction bolus. Tandem technical support reviewed the pump history with the customer and explained how the alert is triggered, which the customer acknowledged.